Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the tortuous calcified lesion was stretched by the guide wire with high supportability, making the device stuck in the lesion. The patient had been fine after the procedure. The subject microcatheter was returned for evaluation. The tip was found separated and the separated tip was missing. The tip segment was microscopically observed. It revealed that there was a groove on the tip polymer surface which suggested that the catheter tip was contacted with relatively hard object such as calcium. Proximal to the separated site, circumferential cracks were observed, suggesting the tip separated due to ductile stress. Underlying braids were exposed at the distal end of the remaining tip. The above findings suggested the catheter tip was pulled and became separated at approximately 2mm from the tip end where the border between the polymer-only segment and polymer-and-braids segment lay. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that ductile stress exceeding the product design limit might be locally applied to the catheter tip while the catheter tip was being trapped by the heavily calcified lesion. There was no indication of product deficiency. Instructions for use states: - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that during a percutaneous coronary intervention (pci) to treat a heavily calcified 99% stenosis in the lad #6-7, the tip of the subject microcatheter became separated. The subject microcatheter was advanced over a 0.014inch guide wire and after it crossed the lesion, the guide wire was exchanged to a rotawire extra support guide wire. After removal of the microcatheter, rotablation was performed when approximately 1mm foreign object was found on the rotawire. A snare was advanced to retrieve the foreign material; however, the long calcified and tortuous lesion turned into like accordion pleats and the snare could not be advanced and the rotawire became stuck in the lesion and could not be removed. An asahi penetration catheter was advanced to the lesion when the foreign object was found in the peripheral. The physician determined it was difficult to retrieve the foreign object and decided to leave it as is. The pci was resumed and completed by stenting.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.